Event description:
It was reported by service report that the foot end spindle was bent and it would not lock into the locking mechanism correctly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - spindle.